Event description:
On the top of each box is a sticker that says "green is exposed to eto". The sticker is usually green. They received a supply that has a brown colored sticker instead of green. They called the co, wondering about the sterility and were told "as long as it isn't purple it is ok. Purple is the initial color before exposure." This is confusing.